Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and hcp (healthcare professional) regarding a patient receiving intrathecal baclofen via an implanted pump. The type of baclofen and lot number were not known to the reporter. The patient had allergies to zithromax and the mmr vaccine. The baclofen concentration was 1000 mcg/ml (20 mls) and the dose was 92.6 mcg/day as of the date of the report. The reporter was not aware of any other drugs being in the pump during the course of the patient's therapy. The pump IFU (indication for use) was listed as cerebral palsy and intractable spasticity. Since a catheter revision performed (B)(6) 2013, the patient gradually exhibited a pattern: 1.5 months prior to the pump refill (refills performed twice/year), the patient would have symptoms of legs tightening up, trouble walking, and legs criss-crossing when this occurred, the patient would go to the hcp (healthcare professional) and the dose would be increased approximately 20%. This action would not help the symptoms. Specifically, the year prior, the symptoms occurred and the patient was given oral baclofen in the hospital but not the full amount as the reporter believed it was too much. The patient would experience pain at the catheter site and pain in the legs. The patient was not in withdrawal but this occurred close to a pump refill. The pump would then be refilled and the patient appeared to be getting too much medication, so the dose would be lowered back to the sweet spot and then the patient would do great with the therapy. As far as the reporter knew, there have not been volume discrepancies with the pump. Currently, the situation was being addressed by the hcp. The reporter may bring the patient to see a different physician. Additional information received from the hcp reported the patient had increased spasticity one month prior to a pump refill. The patient's mother believed the patient experienced these symptoms because the medicine is going bad prior to refill. The hcp performed a catheter dye study on (B)(6) 2014 and found nothing wrong with the pump. The dose was increased after the dye study was performed and the mother requested the dose be decreased back down on (B)(6) 2014. The patient was offered an appointment on (B)(6) 2015 and the patient did not show for the appointment. Many appointments have been offered to the patient but nothing available after the patient got out of school. The patient's mother was upset the patient has missed too many days of school. The patient's next hcp appointment was scheduled for (B)(6) 2016. If additional information is received regarding this event, a follow up report will be submitted. The patient's mother reported that the drug brand name of baclofen in the pump was gablofen. The pump was refilled yesterday ((B)(6) 2015) with 20 ml instead of 40 ml. The patient's mother was inquiring about the cost of drug and refill procedures as she was concerned they were wasting too much drug.

Event description:
Additional information was received from a consumer. As of (B)(6) 2016 the patient was still experiencing issues with the drug infusion system not working properly. The patient was "really tight" and wanted to know what programming had been done and if a company representative could check for them. The patient also inquired about getting a personal therapy manager (ptm). For the last 5-6 months, the drug infusion system had not given the patient relief. When the pump was refilled on (B)(6) 2015 they performed a dye test but did not find any issues. After the pump is refilled and they increase the dose, the patient sees a "little taste of relief but then it's gone." The patient would become tighter in about a week. Flex programming was done but then they added morning and afternoon boluses. This helped for about a week (the patient was looser). The patient's legs were "super tight" and "spasming out" beginning (B)(6) 2015. The patient stated that the drug did not last 6 months and only lasted 4-5 months. The patient mentioned changing out the drug half way through the refill cycle (only 3 months worth of drug) during a pump refill on (B)(6) 2015 where the pump was refilled only half way, but it showed the next refill date of (B)(6) 2016 (10 months). The patient was confused about this. The patient stated that a company representative had been present for pump refills, revisions, and other procedures which she preferred because at the clinic there were new healthcare providers (hcp) and she was worried that they were unfamiliar with how to manage the pump.

Event description:
Information was received from a consumer. The event date was (B)(6) 2015. The patient experienced a lack of therapy effect. On (B)(6) 2016 a dye test was performed which showed that the catheter was "fine". A bolus was then programmed "that never hit her, she never felt that." A 20% dose increase was programmed on (B)(6) 2016. The dose had been increased 30% overall in the past month and the patient's legs were still tight. The issue had been ongoing. The pump was delivering lioresal (unknown concentration); 120.8 mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's symptoms were not getting better. The caller stated she felt they were getting "too much drug back." The caller clarified "they are wasting 3-5ml of drug." The drug volume was cut from 40ml to 20ml. It was reviewed that the pump was not capable of holding 40ml fluid; as it was a 20cc reservoir pump. The caller stated they reduced the volume of drug filled in the pump though because "the drug will go bad before the refill date is due." The caller wanted another healthcare provider (hcp) to manage the patient's pump.